Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin center and up button were not responding. The customer's blood glucose value was 97 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was moving with no input. Customer stated that pressing menu button did not take them to the menu screen and using the up arrow did not allow them to navigate screens. The customer stated that the insulin pump as exposed to moisture. Customer states block mode was inactive and an alarm was in progress at the time the button was unresponsive. Customer states bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated that the buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no button response due to moisture damage at electronic assembly noted.